Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, low sensing and loss of capture were observed. Fluoroscopy revealed that the lead had dislodged. During an attempt to reposition the lead, it was noted that the lead was twisted in the pocket. Hence, the physician decided to explant the lead.